Event description:
Carefusion clinical consultant received a report of a vented secondary syringe adaptor set not infusing. Only half of the medication infused. While observing during a site visit, the clinical consultant noted staff frequently did not follow the directions for use during back priming and hanging of the syringes. There was no report of patient harm or medical intervention. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.